Event description:
The lay user/patient contacted lfs alleging missing segments on the one touch ultralink meter. The pt did not exhibit any symptoms or seek any medical attention, due to the reported issue. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported due to the missing segments.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.